Manufacturer narrative:
Based on the information provided, it is unknown how the device may have caused or contributed to the event. The post market surveillance department has requested medical records and investigations are pending. A supplemental medwatch report will be submitted when medical records are received. The device was not returned to the manufacturer for analysis. The plant investigation is in progress and a supplemental medwatch report will be submitted upon completion of the investigation.

Event description:
A patient's peritoneal dialysis (pd) nurse reported a patient had an umbilical hernia prior to initiating peritoneal dialysis therapy. The umbilical hernia recurred in the same location. The pdrn stated the patient was hospitalized from (B)(6) 2014 and underwent a herniorrhaphy and possibly had a mesh implanted to prevent future recurrence. There is no allegation against any fresenius product in relation to the reported event. The patient was completing hemodialysis treatments while in-hospital, thus no peritoneal dialysis treatments were missed and there was no reportable device malfunction. Reporter stated upon hospital discharge the patient continued hemodialysis treatments during her recovery and just switched modalities back to completing peritoneal dialysis treatments. As of (B)(6) 2014, the patient continued to use continuous cycler-assisted peritoneal dialysis (ccpd) therapy without further issue, and the patient's signs and symptoms of hernia had repaired. Medical records were requested.